Event description:
It was reported that the unit required a replacement battery. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Per the diagnostics performed by the engineer, it was determined that the battery was defective. The service engineer replaced the battery. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The battery was returned for failure analysis. Visual inspection observed no anomalies on the returned unit. Testing was performed and the returned battery passes testing; no fault was found. The customer¿s reported complaint was not duplicated.